Event description:
Analysis of the returned device found that the catheter shaft was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Device catheter shaft broken. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the catheter shaft was broken 13cm from the proximal end and 6cm of braid was exposed. A hydrophilic coating damage was evident distal to the break. No other anomalies noted to the coating during a coating confirmation test. The damages found on the catheter are consistent with insufficient flush of the dispenser hoop before removing the catheter. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the breakage of the device and the damage to the coating. The labeling noted that if inadequate heparinized saline flush of the dispenser coil is used, the catheter may adhere to the sides of the dispenser coil and may break when the physician attempts to remove it. Therefore, a root cause of user/use error has been assigned to this complaint.